Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage was noted. The target lesion was calcified and tortuous. This 3.00x16mm promus element plus stent was selected for treatment and advanced; however, the stent delivery system was unable to cross the lesion. The system was removed from the patient at which point there was damage to the stent struts noted. The procedure was completed with another promus element plus stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage was noted the target lesion was calcified and tortuous. This 3.00x16mm promus element plus stent was selected for treatment and advanced; however, the stent delivery system was unable to cross the lesion. The system was removed from the patient at which point there was damage to the stent struts noted. The procedure was completed with another promus element plus stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned with blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There was stent damage to the fourth and fifth proximal rows of struts with multiple struts flared. The distal tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).